Event description:
A customer contacted beckman coulter inc. (Bci) reporting that they had noticed the blue racks (non-reserved and used for cap piercing) in the unicel dxc 800 pro synchron chemistry analyzer were wet. The calibration and qc racks (reserved and not used for cap piercing) were not wet. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and found broken cap piercer "component". Fse ordered the required parts and disabled the cap piercer. The customer was able to use the instrument without the cap piercer feature. Fse returned on-site (B)(4) 2011 and replaced the cap piercer shuttle, o-ring and housing. The cap piercer operation was confirmed. Repair was verified per established procedures.